Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported loss of consciousness could not be conclusively determined through this evaluation. Review of the submitted log files did not reveal any unusual events or alarms. The pump speed remained above the low-speed limit for the duration of the log file and the file appeared to capture the pump operating as intended. It was reported that the patient presented to the emergency department with loss of consciousness and an echo was pending. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported. The current heartmate 3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department (ed) with loss of consciousness (loc) on (B)(6) 2020. Echo-cardiogram was pending. It was reported that the event log captured routine events, and there were no notable alarm conditions or parameter changes.